Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon into the patient and inflated to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. While the stent was being placed the occlusion balloon was noticed to be deflated. The occlusion balloon was removed and did not aspirate the vessel. The patient is reported to be fine.